Event description:
It was reported that during an unknown procedure, the device had error 5 indicated and the blade broke. Broken part was retrieved completely. Another deivce was used to complete the case. No patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.